Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 42491ud03 and complaint issue. The overall performance of the architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median values (for the negative population) for the complaint lot are within the established limits. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot 42491ud03.

Event description:
The customer observed false positive architect total b-hcg results for a 39-year-old female who is being tested after an abortion. The sample was repeated, and the results were still positive. The patient result generated on the roche platform was negative. The following data was provided: initial result = 39.8 miu/ml (positive). Re-centrifuged and retested results = 37.4, 40.1 miu/ml (positive). Roche platform result = negative no impact to patient management was reported.

Event description:
The customer observed false positive architect total b-hcg results for a 39-year-old female who is being tested after an abortion. The sample was repeated, and the results were still positive. The patient result generated on the roche platform was negative. The following data was provided: initial result = 39.8 miu/ml (positive) re-centrifuged and retested results = 37.4, 40.1 miu/ml (positive) roche platform result = negative no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.